Event description:
Patient with history of chronic pain, had pain at pump. Patient had subsequently been in an auto accident. A dye study indicated potential blockage of catheter. Unknown if potential damage in the auto accident, unknown if potential malfunction.